Event description:
It was reported that the patient experience a fall unrelated to the system. It was noted that no capture due to dislodgement was observed on the left ventricular (lv) lead and the lv lead had not been used for a year. The lv lead was explanted and replaced. The patient was stable before, during and after the procedure.